Manufacturer narrative:
Investigation conclusion: further investigation cannot be pursued because there is no lot number and product was not returned.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Event occurred in (B)(6). Patient reported a change in inratio values . Date of occurrence unknown. Lab = 3.25; inratio = 6.7; inratio one day previously = 7.5 patient's therapeutic range unknown. No reported adverse patient sequela. No additional information provided.